Manufacturer narrative:
Per the customer, qc prior to and after the event was within lab-established ranges. The customer's qc data does show low na and k qc recovery on the day of the event on both instruments. A field service engineer (fse) was dispatched and replaced the carbon bridge on both instruments and verified performance. After service resolved the issue, the samples were repeated and results were amended.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that sodium (na) and potassium (k) results were generated low on two (2) different unicel dxc 600 pro synchron chemistry analyzers. The erroneous results were reported out of the laboratory. The customer indicated that the original results did not match the repeated sample results on an alternate methodology. The customer gave a na example of 125 mmol/l on the original instrument and 135 mmol/l on the alternate methodology. The customer also stated that k was running about 0.4 mmol/l lower on the instrument than on the alternate method, with one exception. The customer was unable to differentiate between which results were generated by which of the two (2) instruments. Per the customer, one patient was treated based upon a false low k result reported. Treatment details and outcome to the patient is unknown. This reportable event documents the malfunction on one (1) of the instruments (serial # (B)(4)) that generated the erroneous results. A separate MDR 2050012-2011-00861 captures the malfunction on the second instrument (serial # (B)(4)). The affect to patient treatment has been documented in MDR 2050012-2011-00862.